Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was pt stated the "recharger" is not working when they are charging. Agent asked clarifying questions - pt described they will charge the controller "long enough" and then they go to charge the implant but controller will say to "recharge the charger". Pt also stated that the controller will "flip to different pages". Agent asked - pt stated event date is "periodically". Agent had pt reset controller and check for damage; pt saw no visible damage to controller battery compartment, battery pack, or the recharger. Agent had pt start implant charge (agent observed it took a long time for recharger to connect to the implant). The pt then continued to see poor recharge quality (pt thought poor recharge quality meant they had to charge the controller). Agent reviewed best practices for paddle placement. The pt then stated that they implanted the device in such a poor spot in their collar bone and implant battery sticks out. Pt stated they charge while laying back in a recliner and do not move. Agent reviewed to follow up with their doctor (hcp) if replacement re charger does not resolve the issue. The issue was not resolved. An email was sent to the repair department to replace the recharger. At the end of the call, pt asked how to correct the date and time - agent walked pt through correcting the date and time on the con troller.

Manufacturer narrative:
Concomitant medical products: product ID 97755-s serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the implant is in the collar bone as the leads are placed for occipital neuralgia. This is standard placement for this indication. This has been discussed with dr. The hcp and there are no plans to move the implant.